Event description:
Baxter (B)(4) received a report that an intermate had a damaged tubing line. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement, patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of damaged tubing was not confirmed. Visual examination of the sample did not show reported "damaged" condition; however, it was noted that there were black ink marks on the tubing, external to the fluid path. Black ink marks on the tubing were unlikely to cause harm and did not impact the sterile pathway. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.